Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a mid-biliary stricture on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study. According to the complainant, the wallflex stent was deployed in a satisfactory position across the stricture on (B)(6) 2010, and the patient was discharged the following day. On (B)(6) 2010, the patient presented with on-set back pain. No action was taken to treat this event. On (B)(6) 2010, the patient was admitted with angiocholitis. On (B)(6) 2010, calculi and sludge was removed from the bile duct, and a prebiliary catheter was left in perfusion for three days. Also, at this time, it was noted that there was a post-transplant anastomotic stricture above the location of the study stent. On (B)(6) 2010, the study stent was successfully and uneventfully removed using forceps, and another stent was placed. The patient was discharged the following day. Additional information received on (B)(6) 2010: at the conclusion of the ercp procedure on (B)(6) 2010, it was noted that the ducts appeared free of calculi, but the stent had migrated. It was not reported that the migrated stent was ever repositioned, but on (B)(6) 2010, another ecrp procedure revealed that the stent was in place, with the distal end level with the papillary orifice and the proximal end beneath the anastomotic stenosis. There was good drainage of contrast and the nasobiliary catheter was removed. On (B)(6) 2010, an ercp procedure revealed that the stent had migrated. The procedure revealed displacement of the inferior two-thirds of the stent within the duodenal lumen. The stent was removed using a polypectomy snare and not forceps as previously reported. The snare grasped the retrieval loop and the device was removed through the scope. Lithiastic material was removed, and four cotton stents were placed to treat anastomotic stenosis.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a mid-biliary stricture on (B)(6) 2010 as part of the (B)(4) study. According to the complainant, the wallflex stent was deployed in a satisfactory position across the stricture on (B)(6) 2010, and the patient was discharged the following day. On (B)(6) 2010, the patient presented with on-set back pain. No action was taken to treat this event. On (B)(6) 2010, the patient was admitted with angiocholitis. On (B)(6) 2010, calculi and sludge was removed from the bile duct, and a prebiliary catheter was left in perfusion for three days. Also, at this time, it was noted that there was a post-transplant anastomotic stricture above the location of the study stent. On (B)(6) 2010, the study stent was successfully and uneventfully removed using forceps, and another stent was placed. The patient was discharged the following day. Additional information received on (B)(4) 2010. At the conclusion of the ercp procedure on (B)(6) 2010, it was noted that the ducts appeared free of calculi, but the stent had migrated. It was not reported that the migrated stent was ever repositioned, but on (B)(6) 2010, another ercp procedure revealed that the stent was in place, with the distal end level with the papillary orifice and the proximal end beneath the anastomotic stenosis. There was good drainage of contrast and the nasobiliary catheter was removed. On (B)(6) 2010, an ercp procedure revealed that the stent had migrated. The procedure revealed displacement of the inferior two-thirds of the stent within the duodenal lumen. The stent was removed using a polypectomy snare and not forceps as previously reported. The snare grasped the retrieval loop and the device was removed through the scope. Lithiastic material was removed, and four cotton stents were placed to treat anastomotic stenosis. The following information was reported to boston scientific on may 13, 2011. According to the study site, the reintervention performed on (B)(6) 2010 was due to 'study stent occlusion.'

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a mid-biliary stricture on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, the wallflex stent was deployed in a satisfactory position across the stricture on (B)(6), 2010, and the patient was discharged the following day. On (B)(6), 2010, the patient presented with on-set back pain. No action was taken to treat this event. On (B)(6), 2010, the patient was admitted with angiocholitis. On (B)(6), 2010, calculi and sludge was removed from the bile duct, and a prebiliary catheter was left in perfusion for three days. Also, at this time, it was noted that there was a post-transplant anastomotic stricture above the location of the study stent. On (B)(6), 2010, the study stent was successfully and uneventfully removed using forceps, and another stent was placed. The patient was discharged the following day. Additional information received on (B)(6), 2010. At the conclusion of the ercp procedure on (B)(6), 2010, it was noted that the ducts appeared free of calculi, but the stent had migrated. It was not reported that the migrated stent was ever repositioned, but on (B)(6), 2010, another ecrp procedure revealed that the stent was in place, with the distal end level with the papillary orifice and the proximal end beneath the anastomotic stenosis. There was good drainage of contrast and the nasobiliary catheter was removed. On (B)(6), 2010, an ercp procedure revealed that the stent had migrated. The procedure revealed displacement of the inferior two-thirds of the stent within the duodenal lumen. The stent was removed using a polypectomy snare and not forceps as previously reported. The snare grasped the retrieval loop and the device was removed through the scope. Lithiastic material was removed, and four cotton stents were placed to treat anastomotic stenosis.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a mid-biliary stricture on (B)(6) 2010 as part of the (B)(4). According to the complainant, the wallflex stent was deployed in a satisfactory position across the stricture on (B)(6) 2010, and the patient was discharged the following day. On (B)(6) 2010, the patient presented with on-set back pain. No action was taken to treat this event. On (B)(6) 2010, the patient was admitted with angiocholitis. On (B)(6) 2010, calculi and sludge was removed from the bile duct, and a pre biliary catheter was left in perfusion for three days. Also, at this time, it was noted that there was a post-transplant anastomotic stricture above the location of the study stent. On (B)(6) 2010, the study stent was successfully and uneventfully removed using forceps, and another stent was placed. The patient was discharged the following day.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination of the stent found that it was fully expanded, and the length was 60mm (which is within specification for this specific 10x60mm model). No issues were noted with the profile of the stent. The most probable root cause of the reported event is being labeled as an anticipated procedural complication; stent migration and occlusion are listed in the directions for use as potential complications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures.

Manufacturer narrative:
(B)(4) - patient presented with angiocholitis; additional medical intervention required (catheter placement and non-surgical treatment). (B)(4) for stent blockage. (B)(4) for stent migrated. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4) - patient presented with angiocholitis; additional medical intervention required (catheter placement and non-surgical treatment). (B)(4) - blockage within the stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.